Event description:
Pt called spouse. Kci suction wound-vac in place. Spouse came to bedside and found bed filled with blood. Emergency rescue svc came and found blood pouring out of wound-vac tube which had been disconnected from suction. Pressure placed on wound. Pt transferred to hosp where they died.